Event description:
Pt (B)(6) on (B)(6) 2012 was being administered pain medication through a pca pump. Nursing had to change out the pain medication syringe. Nursing staff did encounter some difficulty in getting a new syringe into the pca pump. Following the insertion of a new syringe, the pt was found to be unresponsive and a code was called and the pt was transferred to the intensive care unit for a further care. It was determined that the pt rec'd more than the ordered dose of pain medication. The pca pump was removed from svc and examined along with an evaluation of the procedure followed by nursing change out the old syringe for the new one.